Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the system, the fse found pinch valves not working properly. The valves were removed and replaced then quality controls and hepatitis tests were run. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result was generated by the advia centaur xp system for a single patient sample. It is not known if the initial result was reported out of the laboratory. The sample was retested multiple times on the same instrument and yielded a result within expectations. The retest result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the (B)(6) result.